Manufacturer narrative:
An x-ray image of percutaneous lead (lead) was submitted to the manufacturer for analysis and revealed a suspect area where the metal braided shield appeared to have thinned. Speed drops (low speed hazard alarm) and power spikes were also confirmed with a review of the log file. The patient's lead was further evaluated during the on-site visit by the manufacturer's technical services team member and the report of audible alarms (speed drops) was confirmed. A repair of the distal end of the lead was subsequently performed by the manufacturer's technical services team member and the pt continues on lvad support with no further issues reported. A portion of the lead that was removed during the percutaneous lead repair was returned to the manufacturer for evaluation. Evaluation of the returned portion of the lead revealed breakdown of the braided shield approximately 7.5" from the metal connector. Visual inspection of this area revealed a breach to the insulation of one of the inner wires, exposing the inner conductors. The observed damage to the wire appeared to be the result of mechanical damage (such as crushing or pinching), which is consistent with the report that the pt got the lead caught in a door. Similar abrasions to the insulation of some of the adjacent wires were found although the inner conductors were not exposed. If any of the exposed conductors of the compromised wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarms. A review of device history records showed no deviations from manufacturing or qa specification. No further info is available. The manufacturer has closed its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's percutaneous lead got caught in a patio sliding door. The next day, the pt reported experiencing audible alarms which could reportedly be reproduced when the percutaneous lead was manipulated in the area that was caught in the door. The pt did not report any visual alarms and did not report any symptoms during the audible alarms. A request was made to the manufacturer to further evaluate the pt's percutaneous lead (lead).